Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to severely cracked and bleeding lcd glass. The insulin pump was unable to perform displacement test due to lcd physical damage. The insulin pump had cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, broken battery tube threads, broken belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a large black spot show up on the display during the night. The insulin pump can no longer be used. The blood glucose reading was unknown.